Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient alleges right hip pain and leg length discrepancy. X-rays revealed well fixed right total hip arthroplasty implants in good position. There is notable osteolysis involving the greater trochanter. A right hip MRI dated (B)(6) 2018 showed complex irregularly-shaped fluid collections arising from the hip joint. The largest is seen anteriorly. Appearance suggestive of pseudotumor. The patient was revised to address right hip failed metal on metal total hip arthroplasty with metallosis, pseudotumor, osteolysis, wear, leg length discrepancy. Operative findings stated of pseudotumor primarily anterior and extending distally into the anterior thigh. This was complex mass with multiple lobes which was also connected directly to the hip capsule with a pedicle of pseudotumor. This was also in communication with a 2x2x3 cm mass superior and lateral to the hip. The femoral and acetabular components remained well fixed and in good position. There was corrosion/fretting/trunionosis with metal debris on the trunion and in the femoral head at the taper junction. Doi: (B)(6) 2011 - dor: (B)(6) 2019 (right hip).